Manufacturer narrative:
No sample received and no lot number provided. Without the sample or lot number hollister is unable to perform a full investigation regarding the skin issue. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated. End user refused to provide age and weight so estimations were used in this report.

Event description:
It was reported that an end user developed a round tiny spot (smaller than a pencil eraser) that was not bleeding but was red and tender with a shallow ulcer under the new image barrier on her peristomal skin. During a routine, follow up surgical appointment, her doctor opted to use silver nitrate on this area. The end user has since had two more of these areas under her barrier which she treated successfully on her own with stoma powder.